Event description:
Dealer alleges the chair makes a loud squealing noise then drops about a quarter inch. No injury is alleged.

Event description:
Dealer alleges the chair makes a loud squealing noise then drops about a quarter inch. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model fdx-mcg, serial number/date code (B)(4) is approximately 1 year old. The user manual part number 1163181 rev b (jul-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
No RMA has been initiated for this issue. Model fdx-mcg, serial number/date code (B)(4) is approximately 1 year old. The user manual part number 1163181 rev b (jul-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - results of inspection: visual: the elevate actuator's housing and seat mounting plate had evidence of scratches. Functional: the elevate actuator was connected to a 24vdc power source and then operated. The actuator would not operate. Complaint was confirmed.